Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n286061, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot# 282480001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that about one month prior to the call, the patient would turn their stimulation off prior to charging. After charging, the patient used the patient programmer to turn the neurostimulator back on and received a zap/jolting sensation. The patient also reported the same zap/jolting sensation throughout the day, and could not associate any activities that might have caused it. Impedances tests were performed and were within normal limits. There were no messages seen on the patient or clinician programmers. Besides the zap/jolting sensation, the patient reported appropriate stimulation coverage. Additional information reported that the cause was never determined, but the patient was receiving therapy. The had not contacted the manufacturer representative about further jolting.